Event description:
The physician was deploying the protege everflex stent per the IFU in the patient's left leg, mid-sfa, which was very calcified. The stent delivery catheter safety lock had been loosened and the "pin and pull" method was used. Approximately mid-way through the deployment, the stent would no longer unfurl. The physician attempted several times to further advance the delivery catheter, but the remaining part of the stent would not deploy. It was decided to pull back on the catheter and advance the sheath to capture the entire stent. This technique was successful and the entire stent, catheter and sheath were removed. The doctor was able to reinsert the same sheath once the stent was removed and another stent was used to successfully finish the procedure. An image received (B)(6) 2014 indicated only a portion of the stent was available. The location of the deployment system and remaining stent is unknown.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records fort his device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.